Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, this right ventricular (rv) lead exhibited noisy signals and oversensing, leading into pacing inhibition with an asystole greater than 2 seconds and inappropriate anti-tachycardia pacing (atp). The physician put the torque wrench into the header and noticed the same behavior. The impedances measurements were within normal limits nonetheless the threshold was increasing. Technical services (ts) review the episodes and discussed that it looked like diaphragmatic noise and recommended to reposition the rv lead. The field representative indicated that a new lead was going to be implanted and this rv lead was going to be returned for analysis. Ts additionally discussed that the noise when the torque wrench was placed on the header could have been an anomaly when the electrical circuit was disturbed. This lead was subsequently explanted and replaced with a different lead. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited noisy signals and oversensing, leading into pacing inhibition with an asystole greater than 2 seconds and inappropriate anti-tachycardia pacing (atp). The physician put the torque wrench into the header and noticed the same behavior. The impedances measurements were within normal limits nonetheless the threshold was increasing. Technical services (ts) review the episodes and discussed that it looked like diaphragmatic noise and recommended to reposition the rv lead. The field representative indicated that a new lead was going to be implanted and this rv lead was going to be returned for analysis. Ts additionally discussed that the noise when the torque wrench was placed on the header could have been an anomaly when the electrical circuit was disturbed. This lead was subsequently explanted and replaced with a different lead. At this time the rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead presented diaphragmic oversensing, so it was explanted and a new lead was implanted. No additional patient effects were reported.